Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). The physician was unable to cross the lesion with a cypher stent. A 3.00x32 mm taxus express2 drug eluting stent was tried. While trying to cross the lesion, without success, the shaft kinked and fractured. The damage was noticed after the device had been removed from the pt. The procedure was completed with three minivisions stents. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.